Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket was not detected during a bus failure, which led to the cubie ejecting a controlled substance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was not detected on the bus. A field service engineer (fse) after inspected and discussed with the customer revealed a pocket issue where the system failed to delete medication after the pocket was released. This appeared to be a system glitch, and the customer requested technical support specialist (tss) involvement, and a ticket was dispatched. After gathering all details, the fse connected with the customer to provide the findings and proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a pocket was not detected during a bus failure, which led to the cubie ejecting a controlled substance.the customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.